Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent right heart catheterization procedure. During the procedure, a dampened waveform was found even though full signal strength was present. In turn, the doctor decided to abandon the procedure. Currently, the patient is unable to obtain a reading from their sensor.

Event description:
Per follow-up, it's believed the dampened waveform may have been due to electromagnetic interference during the abandoned procedure. In turn, the patient's sensor signal became overpowered.